Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.na

Event description:
It was reported that the procedure was to treat a moderately calcified right external iliac artery that did not have any tortuousity. An unspecified stent was implanted and a 7.0 x 80 mm armada 35 balloon catheter was used for post-dilatation. The device did not meet any resistance during advancement; however, the balloon ruptured when it was inflated once at 8 atmospheres. Therefore, the device was replaced with a 7.0 x 40 mm armada 35 balloon catheter to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. A visual inspection was performed, and the reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported balloon rupture appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified right external iliac artery that did not have any tortuousity. An unspecified stent was implanted and a 7.0 x 80 mm armada 35 balloon catheter was used for post-dilatation. The device did not meet any resistance during advancement; however, the balloon ruptured when it was inflated once at 8 atmospheres. Therefore, the device was replaced with a 7.0 x 40 mm armada 35 balloon catheter to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.